Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter kinking/coiling is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter revision due to the patient not receiving drug and experiencing increased pain. During the revision surgery, it was noted that the catheter was coiled near the point that the catheter was anchored down.